Event description:
The physician was unable to advance the diamondback 360 coronary orbital atherectomy device (oad) over a 99% stenosed, severely calcified tight focal lesion in the right coronary artery (rca). After four treatment attempts to cross the lesion, a perforation was observed proximal to the lesion. Non-csi devices were attempted to cross the lesion, however, the attempts were unsuccessful. A non-csi device was used for treatment and multiple covered stents were placed. The patient underwent an additional surgery. The patient was in stable condition.

Manufacturer narrative:
Health effect - suggested clinical code 4581: slow/no flow. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).